Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and power management board were replaced to address these issues. The ac inlet connector was found to be damaged. The damage was consistent with the device being dropped. The ac connector was replaced to correct issue.